Event description:
It was reported to medtronic minimed that the customer experienced communication issue between pump and transmitter and received change sensor alert. The customer reported no adverse event. The event involved product(s) mmt-7040a, unk_ngp, unk_transmitter. Troubleshooting was partially performed, and it was unknown that the communication issue was resolved or not. Customer was unable to run a transmitter test or test passed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for unk_ngp. No product return is required for unk_transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.